Event description:
Reporter alleged having high blood glucose readings and customer went to the dr as a result. Customer stated their meter read 277 mg/dl compared to the dr's measurement of 125 mg/dl when testing was performed seconds apart. As a result of the comparison, no actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.